Event description:
Patient returned from or for impella 5.5 placement with cts. Shortly after returning to cvicu [cardiovascular intensive care unit], bedside rn noted cvp [central venous pressure] port on pa [pulmonary artery] catheter to be leaking blood. Pa catheter removed and saved. Pa catheter replaced by cca [common carotid artery] via existing mac [multi-lumen access catheter] introducer.